Event description:
Additional information was provided. The nurse dropped the device and damaged the lens. The intended procedure was a therapeutic transurethral lithotripsy (tul) surgery. There was no delay to the procedure and the surgery was completed using a different scope. It was further noted that the scope is used two to three times a month.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: b5 (information was inadvertently omitted from the initial), d5 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The reported event occurred due to use error/improper handling as the device was reported to have been dropped. The impact from the drop resulted in a damaged lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the lens is damaged attributing to a poor/blurry image. The investigation is still ongoing; therefore, the customer¿s reported issue cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oaz) was informed that the customer ultra, rigid autoclavable telescope has ¿cracked lens¿. The customer reported issue was found during inspection before use. No death or injury and no impact to patient or other has been reported to olympus.